Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 10, 2016 that a wallflex&#10245;sophageal stent was to be used in the distal esophagus to treat a benign 5cm fistula during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. During the procedure, the physician began deploying a wallflex&#10245;sophageal stent but it misdeployed as it was deployed sooner than expected. The wallflex&#10245;sophageal stent was removed from the patient. The wallflex&#10245;sophageal stent was removed from the patient with forceps. The procedure was completed with another wallflex&#10245;sophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A deployed wallflex fully covered esophageal stent and delivery system were returned for analysis. There were no issues noted with the outer sheath. The distal inner shaft was kinked. The locations of the marker bands on the inner shaft were within specifications. No issue was seen with the profile of the stent holder or stent. The distal tip was detached and not returned, microscopic examination of the distal inner shaft showed evidence that the tip was roughened, and that there was an adhesive along the length of the distal inner shaft. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint. The cause of the damage during analysis was most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and there was no evidence that the device was not used per the dfu. The dfu states ¿a marker band on the inner catheter between the constrained stent markers indicates at what point reconstrainment is no longer possible. Up to this point, the stent can be reconstrained and repositioned if desired, no more than two times.¿ the dfu also states ¿caution: pulling proximally when partially deployed could further deploy the stent if there is resistance on the stent.¿

Event description:
It was reported to boston scientific corporation on february 10, 2016 that a wallflex esophageal stent was to be used in the distal esophagus to treat a benign 5cm fistula during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. During the procedure, the physician began deploying a wallflex esophageal stent but it misdeployed as it was deployed sooner than expected. The wallflex esophageal stent was removed from the patient. The wallflex esophageal stent was removed from the patient with forceps. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.